Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, the ok buttons was found to be peeling; all buttons were found to be responding appropriately. Also unrelated, the display lens was observed to be cracked. The damage to the pump should be obvious and detectable to the user and should alert the user to discontinue use of the device.

Event description:
On (B)(6) 2012, the patient contacted animas to report that he had been experiencing recurring loss of power with the subject pump. It is not known when the alleged power issue began; however, the patient reported that the pump had lost power just prior to contacting animas. At the time of the call, the patient reported that he had an elevated blood glucose (bg) in the "300 to 400 mg/dl range" on (B)(6) 2012 with symptoms of frequent urination and thirst. The patient stated that he treated the elevated bg within normal routine of diabetes care and denied receiving any additional treatment/advice above and beyond the usual routine of diabetes care. At the time of the call, the patient's mother informed customer support that the patient's history of elevated bg excursions pre-dated the pump power issue. The patient's mother stated that the patient's last (B)(6) was 10.8 and stated that the high bg excursion on (B)(6) 2012 was not due to the pump's power issue. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. This report is made based on the indication that insulin pump use could not be ruled out as a cause or contributor to the high bg event.